Event description:
It was reported that a patient was implanted with a lead and during the surgical procedure it was ¿placed beautifully.¿ the doctor had no response from the 0 and 1 electrodes, the lead did not work, and the lead tip looked separated from the electrode and the plastic. A new lead was used and worked perfectly. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the tined lead (va0kpxr) found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.